Manufacturer narrative:
On 8/17/2019, mentor became aware that the patient did not have contracture or capsulitis, and also did not have cancer of large cell lymphoma either. The patient also added that they have had several symptoms that have aggravated their physical condition, but that since the implants were removed, they have found their original health. The patient stated that they were going to get their capsular tissues to pathology and will have the results later. If additional information is received, mentor will send a supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083595) that a (B)(6) caucasian female who underwent breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2016, experienced the following: "breast implant surgery with saline solution mentor. Breast implant illness." The patient reports that she developed immediate non normal intense left side pain since implantation. The patient also reported the following: anxiety, depression, attention disorder, frequent joint and muscle injuries, stretched jaws, intense tiredness, gastrointestinal disorder, lactose allergies accentuated, neck pain, bilateral breast pain at bedtime. Migraines, short breath and asthma, frozen feet and hands, aging and swelling of the face in the morning (swelling), intestinal flora failure, vaginal flora failure, repetitive yeast vaginitis, bacterial vaginosis ++, dehydration, loss of libido, loss of hair and brittle nails, generalized weakness , dizzy spells, spots and pimples on the skin, itching, sudden allergies / food intolerances, skin eruptions, intolerance to noise and light, blackouts, frequent urination, underarms without perspiration but chronic sweating at night, numb arms, intolerance to temperature and odors, and graves-basedow disease -resulting in removal of the thyroid gland in 131 nuclear medicine on (B)(6) 2018. No device issue, such as deflation, was reported. The patient is scheduled to undergo explantation with total enbloc capsulectomies on (B)(6) 2019 without replacement. No product location was provided. This medwatch report is for breast prosthesis 1 of 2.